Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the tactisys log files from two tacticath se catheters used on the reported event date were returned. The analysis of both sets of log files concluded that the tacticath se catheters performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related MFR numbers: 3008452825-2020-00536, 3005334138-2020-00478, 3008452825-2020-00535. During an atrial fibrillation procedure, a pericardial effusion occurred, a pericardiocentesis was performed, and the case was abandoned. A non-abbott cryo-balloon ablation catheter was used after transseptal puncture on the left superior pulmonary vein and left inferior pulmonary vein. When it was used to cryo-ablate the right inferior pulmonary vein, phrenic nerve pacing stopped simulating the right hemi-diaphragm. The catheter was repositioned in the superior vena cava numerous times to try to reestablish phrenic nerve stimulation. Cryo was stopped, the balloon catheter was removed and replace with a tacticath se. The tacticath se was used for radio frequency wide-area circumferential ablation near the right inferior pulmonary vein. Hypotension was noted, and the ice catheter showed a pericardial effusion. Ablation was stopped, catheters were removed, and pericardiocentesis was started. The pericardiocentesis removed 450ml from the effusion. The patient was intubated and went to the ICU. It was not clear which catheter or maneuver caused the effusion, or where the suspected perforation was located. Heparin was used. There were no performance issues with any abbott device.